Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4)., ubd: 03-mar-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 16-mar-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that she had the device placed there was a problem with the leads. Pt states this started when patient was in recovery. Pt states she started getting electric charges up legs and legs were spasming. Pt states (B)(6) 2021 their doctor did surgery and used paddle. Pt states she hasnt had the device turned on yet as they are waiting for body to heal. Pt mentioned she couldnt even feel legs after the second surgery. Pt states her left leg is ok but problem with right leg where she can feel stimulation. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6)2021 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6)2021 product type lead product ID 977c265 serial# (B)(6) implanted: (B)(6)2021 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6)2025- additional information was provided by the patient. They reported that on (B)(6)2021, when they were in recovery and experienced the electrical charge in both of their legs, they also had pain. They stated that nothing that was done would stop the electrical charges and the pain, which is why they had to return to the operating room to have the leads removed. The ins was left in place, and new leads were implanted and connected to the ins on (B)(6)2021 by another surgeon. The pt stated the new system "was working until now". Device registration was going to transfer the pt to patient services, but the pt refused to be transferred. No further information was provided.